Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a communication issue. For instance, drugs were not linked from one station to another and patients transferred back onto the floor did not show up in the pyxis.this incident resulted in a delay to patient care, and there was no patient harm.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the pyxis medstation es system had a communication issue. A technical support specialist reached out to the customer; however, no further details were provided by the customer. The system functioned as intended after troubleshooting the device.